Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic and non device dependent patient presented in clinic. Upon interrogation, the right ventricular lead exhibited high impedance and noise. When reprogrammed to bipolar, the lead exhibited loss of capture. Unipolar programming exhibited normal electrical measurements. It noted that the lead was inserted into the wrong port which was off label use. On (B)(6) 2018, the patient presented for lead revision. Upon opening the pocket, it was revealed that the lead was not advanced completely into the connector. When tugging the lead, the lead became disconnected from the device. The lead was tested through psa and revealed normal electrical measurements. The lead then was re-connected into the device and the set screwed tightened successfully. The lead remained implanted and the patient was in stable condition prior, during, and post operation.